Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. During troubleshooting with tandem technical support the error was cleared and a new cgm session was able to be started.